Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements varying from 130 ohms to 145 ohms during the implant procedure. The physician tried to disconnect and reconnect the lead; however, the impedances remained high. Due to the patient's anatomy the device was placed on the left side near their shoulder. The physician believed that the high impedances were directly related to the patient's anatomy. No defibrillation threshold (dft) testing was performed. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.